Manufacturer narrative:
Concomitant medical products: product ID: 7122q lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and shocked the patient. It was suspected that the rhythm was supra ventricular tachycardia (svt)/rapid ventricular response (rvr). The device remains in use and appears to be currently functioning as programmed. No further patient complications have been reported as a result of this event.